Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 03:40:42. During day drain cycle one, the patient's ultrafiltration reading was 2461ml, indicating the home patient (hp) drained 1761ml more than their maximum programmed fill volume of 2700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2461ml during therapy initiated on (B)(6) 2011 at 3:40, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the alarm log revealed two alarms that occurred consecutively on (B)(6) 2011, drain not finished at 3:40:56 and fill not finished at 3:41:56. Comparing the times for the alarms and the start time of therapy and reviewing the event logs, it shows the user bypassed initial drain and then bypassed day fill immediately following. The actual drain volume of 2461 ml is 91.2% of largest prescribed fill volume (lpfv) of 2700 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.